Event description:
It was reported that the patient's scs ipg was at end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. It was reported a patient underwent an ipg replacement due to the device being at end of life (eol). The rep confirmed the device was at eol. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.